Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that the pt is experiencing pain, loosening, and had fluid drained from the knee.